Event description:
Adverse event(s): "canceled the last case" (no code available); "no patient injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a battery system message displayed. The staff declined to use the system. There was a 45 delay and one case canceled at the end of the day. The patient did not want to wait. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The 12v battery was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).